Event description:
It was reported that during a da vinci-assisted sleeve gastrectomy surgical procedure, the customer experienced issues with the e-100 generator. The customer continued with the procedure using the erbe generator. The procedure was completing with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. During testing, the e-100 led turned red when firing the test instrument. Fse replaced the e-100 generator as a preventive measure. After replacement, the system and the new generator was tested and verified as ready for use. Isi received the replaced e-100 generator involved with this complaint and completed the device evaluation. Failure analysis of the generator with an in-house system found no functional issue. The customer reported issue was unable to be reproduced. During testing, the iesu was able to recognize the test synchroseal instrument. The foot pedals were energized and the instrument functioned properly for the cut and cautery functions. Verification via system logs confirms the occurrence of multiple procedures on the reported event date (B)(6) 2022 using system sk3846. A review of the site's complaint history shows additional complaints related to this product that resulted with the e-100 generator being replaced during the procedure. The report submitted under patient identifier 504865 represents an generator issue during a gastric bypass (roux-en-y) procedure and the report under patient identifier 504889 represents the same issue during a sleeve gastrectomy procedure (this report.) No image or procedure video was provided for review. This complaint is being reported based on the following conclusion: the customer used another generator after the start of the procedure due to a persistent issue with the e-100 generator. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion/abortion.